Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) via a patient with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. The patient had no pain relief. The rep tried reprogramming several times. There were no environmental/external/patient factors that may have led or contributed to the issue. They explanted the device and replaced it with a pump trial that was successful. The issue was resolved and the patient was noted to be alive with no injury. No further complications were reported/are anticipated.